Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that paramedics were called to her home four times within the last year in response to low blood glucose levels. Customer reported that the blood glucose levels were between 12 and 40 mg/dl and she was unresponsive each time. The customer stated that she was treated at home and not hospitalized. Customer also reported that she already had a replacement insulin pump coming to her. The insulin pump was not replaced or returned for analysis.